Event description:
Pt developed hip pain while on vacation in foreign country. Dr in foreign country confirmed a broken femoral prosthesis stem. Pt returned to the us. Stem was removed and replaced with new femoral prosthesis.